Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014).the patient¿s meter has been returned and evaluated by lifescan product analysis on 4/7/2014 and 4/11/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/16/2014). The patient¿s test strips have been returned on 04/28/2014 and evaluated by lifescan product analysis on 5/6/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of "18.7, 7.7 and 12.2 mmol/l" when tests were performed back to back within 20 minutes of each other. In addition to results of "9.3 mmol and 7.5 mmol/l" when tests were performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.